Event description:
It was reported that during a sleeve gastrectomy procedure, a second cartridge was fired, but one side has not been properly punched and resulted in bleeding. It was sutured continuously. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: what is meant by: ¿has not been properly punched¿ please describe more in detail. The stapling line on one side was not properly closed. None of the staples were in b form. Since there was bleeding: how much blood did the patient lost? Was a transfusion required? There was not any transfusion. The surgeon was experienced enough to suture this side by laparoscopic suturing techniques. So there were not so much blood loss, but some. On what tissue type was the device used? At what location on the tissue?stomach, at the level of incisura angularis. 2nd cartridge (green 60mm-powered stapler). Was it used on thick tissue?yes, it was. Did the surgeon waited the recommended 15 seconds after closing and before firing the device?I¿ve waited nearly for a minute. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. During which stroke did the event occur? It was powered stapler. What color cartridge was being used? Green. What other color cartridges were used before and after this event? The first one was green; 2nd was green. Was buttressing material utilized? If so, which product?yes, peri-strips dry only on anvil side. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No noise. Powered stapler. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? It was very unusual. Surgeon performed more than 600 sleeve cases. This was with a green cartridge (on powered stapler) at the same level as second firing at the incisura angularis. The surgeon believes that the tissue thickness is not the issue. Based on the video evidence that this complication was caused by some internal staple cartridge features being jammed together with enough force to damage the patient side sled inner sled rail enough to prevent the associated staple drivers from being lifted and deploying staples. There may have also been some resulting deck deflection as well.